Event description:
The event is reported as: the customer alleges having difficulty in inflation of the endotracheal tube cuff. The issue was detected prior to use. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the lot number was unk. The sample was not returned for evaluation, therefore, the complaint was not confirmed and a root cause could not be established.